Manufacturer narrative:
A ge service rep performed an onsite investigation. The display adapter pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported signal input errors and a loss of the live fluoroscopic x-ray image. No pt or user injury was reported.